Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove the aus. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual examination revealed that the cuff had a tear from tool/sharp instrument damage along the median of the cuff shell. The leakage test was not performed as the cuff had a large tear along the median of the cuff shell. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage abnormalities were found. The pump passed the leakage and functional test. The balloon was visually inspected, leak and functionally tested. The balloon passed the visual inspection. No damage or abnormalities were found. The balloon passed the leakage test. Balloon failed the functional test, with an output pressure reading above the specification. Based on the information available and analysis results, the reported allegation of incontinence, urinary is a known risk associated with aus procedures and is noted as such in the device instructions for use; therefore, a conclusion code of known inherent risk was assigned to this investigation. Event date not provided. Therefore, 04/01/2025 was used as approximate date of event. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
Event date not provided. Therefore, 04/01/2025 was used as approximate date of event.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove the aus. No additional patient complications were reported.